Manufacturer narrative:
(1) residual sample test: on (B)(6) 2025, 10 anaesthesia needles products with batch number: 20240930 specifications: 22g3.5" 22g*90mm were sampled and tested as follows: a. Five anaesthesia needles products were selected for the appearance inspection of the needle hub, and no abnormal phenomena of burr and irregularity were found. The above five products could be removed by normal operation through simulating the clinical removal core needle test. For details, see the video of simulated clinical opening test in annex 1. B. Pull out force test was carried out with the needle hub of 5 anesthesia needle products, the pull-out force value was 2.01n-2.98n, and the average test result was 2.412n. For details, please refer to the test drawings and data in annex 2. (2) cause analysis: no abnormality was found to be difficult to unload through the above residual sample detection.

Event description:
The stylet has a little clip-on it which takes force to remove and does not remove with ease when doing procedures.